Manufacturer narrative:
This event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
During preparation for an unknown procedure, the basket component of the device would not close. This event occurred prior to use. No adverse event to the patient was reported.

Manufacturer narrative:
A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device was returned with the unidex handle (udh) and the basket formation in the open position. A visual examination noted damage to the basket sheath 3mm from the support sheath. A functional test was performed and the udh handle actuated the basket formation to the open position, but the basket formation would not close completely when the handle was in the closed position. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.